Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt observed the low battery warning on the pt programmer. The pt advised that she was instructed not to charge until her staples were removed. The MFR has attempted to obtain a status update regarding the next further info is available at this time.